Event description:
Use of 2fr PICC as a substitute to (argyle , 1.9fr PICC.). The product displayed leakage at the hub after inserting the product. The product had to be removed.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: due to the missing sample, this complaint could not be confirmed. There are various possible causes that can lead to catheter tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter.". A review of the batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted with no exceptions found. There is one further complaint for batch 8198425 one further complaint for batch 8206332 and 16 further complaints regarding a leaking catheter on code 4g07125203 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: this complaint could not be confirmed due to the missing sample. However, as the catheter worked well for 4 days before the leakage occurred, we do not believe this defect is manufacturing-related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action initiated by quality management at this time. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
Use of 2fr PICC as a substitute to (argyle , 1.9fr PICC.). The product displayed leakage at the hub after inserting the product. The product had to be removed.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon the detials of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.